Event description:
Profound and permanent neurological damage [nervous system disorder], other injuries, physical injuries [injury], zinc toxicity [metal poisoning], copper deficiency [copper deficiency]. Case description: an attorney reported that their client, an adult, female, age (B)(6), used fixodent denture adhesive, original cream and super poligrip original cream for their intended purpose for over 30 years, last known use in (B)(6) 2009, and reported the following: profound and permanent neurological damage, zinc toxicity, copper deficiency, and physical injuries and other injuries leaving her unable to perform her normal, customary and daily activities. Treatment: has received and will continue to receive unspecified medical care and treatment. The case outcome was not recovered/not resolved. No further info was provided.

Manufacturer narrative:
Lot number or product was not provided by the reporter; therefore unable to proceed with batch retain testing or product investigation.